Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd display. Unable to perform displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and seizure. Blood glucose level at the time of the incident was 46 mg/dl. Customer treated with carbohydrates. Customer did not want troubleshooting for low blood glucose. It was unknown whether the customer was using auto mode. Customer stated insulin pump had crack. The insulin pump will be returned for analysis.